Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on a homechoice device during peritoneal dialysis therapy. This event occurred during the initial drain. The patient was connected at the time of the alarm. The patient stated that the patient line fell off the transfer set. The patient stated that on the previous call they were told to loosen the transfer set. The renal therapy service agent (rtsa) assisted the patient to end therapy and advised starting over with new supplies. The renal therapy service agent reviewed proper procedures with the patient. The rtsa confirmed that the patient was the one who loosened the transfer set connection to the patient line. There was no patient injury or medical intervention associated with this event. No additional information is available.